Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reported high blood glucose symptoms with results of 624 mg/dl and 234 mg/dl obtained on the aviva system. The reported values were obtained within 10 minutes of each other. Emergency medical technicians (emts) were called; customer tested 609 mg/dl on professional meter 20 minutes following the reported results obtained on the aviva system. Customer was treated with an IV containing novolog insulin and she was taken to the hospital. Customer received more insulin at the hospital; she was released from the hospital 5 days later. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.